Event description:
Initial information received from a consumer on 04-aug-2010: a (B)(6) female consumer was treated with poly-l-lactic acid [sculptra] (lot # and expiration date not provided), on (B)(6)-2010 to fill the chin and cheeks. The consumer stated that on (B)(6)-2010, she went to the physician for brown patches on her skin. During the visit, her physician suggested her to get some filling in some of the areas on her face. She was injected with half a syringe of poly-l-lactic acid in her chin which looked "ok"; however, she can still feel a hard area in that location. The rest of the dose was then divided between both cheeks which were injected in a line 2.5 inches below the eye and going straight back to the hairline. She can still see the needle injection sites. She developed lumps that are oblong 20 mm by 6 mm under her eye and not at the injection sites; start date was reported as (B)(6)2010. There was no signs of inflammation and a biopsy was not performed. The consumer felt that poly-l-lactic acid was reconstituted only 1.5 hours prior to the injections. She was not happy with the results and feels the medication migrated to her eye area leaving one visible lump and another one that she can feel under the other eye. At the time of the report, the events were ongoing and the consumer was planning to see a plastic surgeon on (B)(6)-2010 since she does not feel comfortable returning to the same physician that had administered the injections. The outcome of the events was reported as ongoing and no medical intervention had been performed yet. Concomitant medications and medical history were not provided. No further relevant information reported.